Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. No medical or technical pattern fits to the differences between the provided results. It cannot be excluded that the samples were manually switched. The customer declined to provide any additional information. The system has been running fine since (B)(6) 2017.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for multiple assays on a cobas 6000 c (501) module. Based on the data provided, the alp2 alkaline phosphatase acc. To ifcc gen.2 (alp2), crej2 creatinine jaffé gen.2 (crej2), gluc3 glucose hk (gluc3), crpl3 c-reactive protein gen.3 (crpl3) and potassium (k) results were erroneous. The erroneous results were reported outside of the laboratory where the treating physician did not believe them and requested repeat testing. The repeat results were believed to be correct. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided.